Event description:
Patient contacted dexcom territory business manager on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed cgm inaccuracies in both the high and low directions and reported the following discrepancy: cgm reading 96 mg/dl and blood glucose meter was reading at 47 mg/dl. The patient reported no use of acetaminophen at the time. The patient also reported insertion in the upper buttocks. The device is not indicated for insertion in upper buttocks. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.